Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced severe infection on (B)(6) 2026 due to shorter cannula.the infection site is hot and red and the patient is on high dose of antibiotics. Patient experienced oozing pus at the cannula site. No further information available.